Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was not storing any activity data for the system. A technical support specialist (tss) advised the customer to check for damage to the network cable and ensure the device was plugged into the correct network port on the station (bottom right) and into a live wall port controlled by hospital it. It was noted that the switch may need to list the port as active, and a reboot of the device might be required to reconnect the station to the network. Later, tss dialed into the station, performed a manual recovery, and validated with the user that the device was able to communicate back with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pyxis system was not storing any activity data for the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.